Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. Technical services (ts) explained possible causes for the tones and referred the patient to their health care professional (hcp). After review, a signal artifact monitor (sam) episode was found due to minute ventilation (mv) oversensing and an alert for pacing right atrial (ra) lead impedance high out of range. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. Technical services (ts) explained possible causes for the tones and referred the patient to their health care professional (hcp). After review, a signal artifact monitor (sam) episode was found due to minute ventilation (mv) oversensing and an alert for pacing right atrial (ra) lead impedance high out of range. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.